Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with powerled surgical light. As it was stated, the light handle fell off and landed on a patient during the case. There was no injury reported however we decided to report the event based on the potential as it may lead to contamination.

Event description:
Manufacturer's reference number 364518.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the light handle fell off and landed on a patient during the case. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as the handle shouldn¿t detach and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. The manufacturer subject matter experts have investigated the issue and unfortunately, the specific root cause wasn¿t possible to establish due to lack of information that was possible to be obtained, despite our best efforts. The possible root cause of the issue was evaluated and found to most be likely related to wrong maintenance of the device. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.